Event description:
During a laparoscopic bilateral hernia repair, it was reported the ems jammed and the staples would not release. The surgeon used what staples he could from this device and opened another ems to complete the procedure. There was no consequence to the pt.

Manufacturer narrative:
H6; code 100: bent ejector leg. Visual inspections & results: head rotates: yes, nose shroud cracked/broken no. Staples in nose yes, staples in the track yes, trigger engaged with precock yes. Functional tests & results: cylced instrument, yes. Analysis conclusion: based upon the inquiry info received, the visual examinationn and the functional test, it was concluded that the reported instrument's staples "would not release" during surgery may have been due to bent ejector leg. The instrument was received with dried body fluids in the cartridge assembly and with the ejector leg slightly bent. The instrument was examined and was found to be functional and was cycled and fired the remaining 14 staples intermittently due to the dried body fluids. On the first firing, the staple released sluggishly and it was concluded that this may have occurred due to the bent ejector leg. The remaining 13 staples released without incident. No conclusion could be reached how the ejector leg may have become bent. Each instrument is evaluated during the assembly process to ensure that staples feed, fire and form correctly. Co strives to understand each incident as it occurs in order to continuously improve co's products.